Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the patient fell and had a shock on the implant. Afterwards, the patient had no more access to sound with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. To determine an exact root cause a device investigation of the explanted device is necessary, however despite being requested the device has not been received yet.

Event description:
Reportedly, the patient fell and had a trauma to the implant site. Afterwards, the patient no longer had any access to sound with the device.